Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
An internal review of intra-aortic balloon (iab) pump complaints has determined that the following adverse event reported on MDR 2249723-2016-00028 also involved the iab catheter in this event which was not previously reported on MDR. As a result, this case is being reopened and reported now. There was a reported death that was not attributed to the device. It was reported that on (B)(6) 2016 while supporting a patient a gas loss alarm was generated three times. Intra-aortic balloon (iab) fill initiated followed by restart. They noted a "hissing" noise coming from the machine above the battery wells. Suggested to swap out console. No blood migration was seen. The patient expired on (B)(6) 2016.